Manufacturer narrative:
The device history record (DHR) for lot number 2503006764 was reviewed and no anomalies related to the reported issue were observed. The physical device was received for evaluation. Upon technical evaluation, it was decided to dissect the returned device to corroborate the reported condition. Only minor marks were observed; no cracks were identified on the returned sample. Functional tests, including a leak test, were performed, and no leaks were detected. Based on these findings, the reported issue has been classified as cosmetic, as it does not impact on the product¿s form or function. Based on this information, no corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable. Section h6 evaluation codes: investigation findings and investigation conclusions have been corrected. Section h10 additional manufacturer narrative has been corrected.

Manufacturer narrative:
The device history record (DHR) for lot number 2503006764 was reviewed and no anomalies related to the reported issue were observed. The physical device was received for evaluation and the reported condition was observed; however, a definitive root cause could not be determined. Based on this information, no corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable.

Event description:
The customer reported crack in item. There was no patient harm reported.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.